Event description:
A report was received through the patient implant registry indicating the patient expired post tavr procedure. During investigation of this event, the implant physician's office was contacted. Per the physician's assistant, this patient expired two days post tavr from complications secondary to an iliac artery dissection/rupture. Due this patient's religious beliefs ((B)(6)) the physician was unable to provide blood products. The patient continued to deteriorate and the family was consulted regarding treatment, however blood products were again declined. The patient's condition continued to deteriorate and the patient expired; the causes of death were renal failure, acidosis, and blood loss. Per the operative report received, during the transfemoral tavr procedure serial dilators were used to dilate up to the 24fr sheath and there was difficulty advancing the 24fr sheath into the right common femoral artery. The valve was successfully deployed and tee confirmed there was no paravalvular leak. When the 24fr sheath was pulled back into the iliac an angiogram performed from the contralateral side demonstrated significant extravasation indicative of an iliac rupture. Two overlapping viabahn stents were deployed, one in the external iliac and one in the common femoral. This successfully stopped the extravasation. Thrombus was seen within the common femoral, which extended down into the sfa and bifurcation. Angiojet thrombectomy was performed from the contralateral side through the iliac, common femoral, sfa, and trifurcation and flow was restored to the foot. The left sided arterial sheath and venous sheath were left in place. The patient left the procedure room in stable hemodynamic condition. The next day the patient was placed on intra-aortic balloon pump (iabp); the patient expired the next day.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the access vessel, degree of calcification and tortuosity is unknown. However, per report, there was difficulty encountered while advancing the sheath into the patient's vasculature. It is possible that patient factors (borderline vessel diameter, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. In addition, due to the patient's religious beliefs, receiving blood or blood products was not a viable treatment option. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.